Manufacturer narrative:
B3: updated event description

Event description:
It was reported to gore that the patient underwent an endovascular aortic repair (evar) with a gore® excluder® conformable aaa endoprosthesis (cxt281412e device). Reportedly the aortic neck had an angulation of about 50 degrees to the left on the coronal plane. Reportedly the ostium of the right renal artery (rra) came off very low down from the aneurysmal sac. Therefore pre-operative planning included intentional coverage of the rra during the procedure. Reportedly, the cxt281412e device was advanced and intentionally deployed high and swiftly. Then it was repositioned several times to bring it down into position. Also the angulation control of the delivery system was used several times. It was stated that the left side of the cxt281412e device tilted lower than the right. The superior mesenteric artery (sma) and the left renal artery came off at the same level, so it was reportedly impossible to stay clear off the sma and get the left side of the cxt281412e device sitting as intended. It was stated that several attempts did not result in the intended positioning. In the final angiogram a significant type 1a endoleak was identified, which improved with several balloonings but remained significant. The placement of an aortic cuff was discussed during the procedure, but not performed because no improvement of the situation was expected. The patient recovered from the surgery. It is unclear if a secondary procedure might be required at some point in the future to repair the leak because the endoleak might resolve on it´s own once heparin is discontinued. Neither aneurysm growth nor a planned reintervention was reported to date.

Manufacturer narrative:
H6-b20 and h3: neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. H6-b15: a review of the manufacturing records is being performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent a endovascular aortic repair (evar) and was treated with a gore® excluder® conformable aaa endoprosthesis (cxt281412e). Reportedly the nack had an angulation of about 50 degrees to the left on the coronal plane. The cxt281412e was advanced and repositioned several times, angulation control has been used. It was stated that the left side of the device tilted lower than the right and the right renal artery was unintentionally covered with the cxt281412e as it came off the aneurysm sac very low. It was stated that the several manipulation attempts that have been performed did not result in the intended positioning. In the final angiogram a significant type 1a endoleak was identified, which improved with several ballooning but remained significant. The placement of a cuff was discussed but not performed. A secondary procedure is reportedly not planned, no aneurysm growth has yet been reported. The patient recovered from the surgery.

Manufacturer narrative:
Cause investigation and conclusion: additional information to the event and patient information and condition were requested from the physician. Provided information were captured in section 3. A review of the manufacturing records indicated the lot met all pre-release specifications. The reported malpositioning of the device could not be independently confirmed during the investigation based on the available information, as neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. It was reported to gore that the patient anatomy was challenging, as the ostium of the right renal artery came off very low down from the aneurysmal sac and the superior mesenteric artery came off at the same level, so it was reportedly impossible to stay clear off the sma. Therefore the right renal artery was intentionally covered during the procedure. It was further reported, that the cxt281412e device was intentionally deployed high and swiftly, requiring repositioning, which failed. The available information does not reasonably suggest a potential malfunction of the device has occurred. Neither aneurysm growth nor a planned reintervention was reported to date. Reportedly the endoleak might resolve on it´s own once heparin is discontinued. Therefore this complaint no longer meets the criteria of a reportable incident and therefore it was closed out as a non-reportable incident.